Manufacturer narrative:
Batch review performed on 20 september 2019. Lot 1721529: (B)(4) items manufactured and released on 25-jan-2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager. The cannulated enhanced ø7 pedicle screw inserted in l4 got loosened and was replaced by a solid one (ø is unknown). A potential root cause could be the poor bone quality (as indicated in the complaint) and the not sufficient grip of the screw thread at the cortical level. The thread of the inspected screw does not present any defects, scratches or damaged parts. The design of the upper part of the screw thread (close to screw head) is the same for all medacta's screw types (solid, cannulated, enhanced, fenestred, etc.. ) and the distance between the tulip lower surface and the beginning of the thread is fixed at 5mm when the screw is a straight position.

Event description:
Pps surgery performed at l4/5. The patient bone quality was poor. The enh. Poly-axial pedicle screw cannulated 7x40mm was inserted at the left of l4, but it loosened. One possible reason was the pedicle screw thread was not fully designed, so the thread could not be fixed at the cortical bone completely and it was not able to obtain the fixing force. The revision surgery performed immediately by open surgery. Pedicle screw was replaced with the backup solid screw. Due to this event, the surgery was prolonged about 30 minutes. Total surgery time was 180min.